Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hsyterectomy') in a female patient who had essure (batch no. 796910) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal rigidity ("stomach tighened"), procedural pain ("feel like in labor or having contractions after surgery") and abdominal distension ("I look pregnant"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, abdominal rigidity, procedural pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal rigidity, medical device removal and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: information received via social media. Event¿ abdominal distension¿ was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hsyterectomy') in a female patient who had essure (batch no. 796910) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal rigidity ("stomach tighened"), procedural pain ("feel like in labor or having contractions after surgery") and abdominal distension ("I look pregnant"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, abdominal rigidity, procedural pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal rigidity, medical device removal and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hsyterectomy') in a female patient who had essure (batch no. 796910) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal rigidity ("stomach tighened") and procedural pain ("feel like in labor or having contractions after surgery"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, abdominal rigidity and procedural pain outcome was unknown. The reporter considered abdominal rigidity, medical device removal and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal rigidity ("stomach tightened") and procedural pain ("feel like in labor or having contractions after surgery"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, abdominal rigidity and procedural pain outcome was unknown. The reporter considered abdominal rigidity, medical device removal and procedural pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.